Manufacturer narrative:
The customer did not return the suspected product. An in-house contour next ez meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 8bv2g20, which gave satisfactory performance.

Event description:
The customer called to get help with her contour next ez meter. During troubleshooting, the customer was asked to run control tests. The customer ran three control tests and obtained readings of 149 mg/dl, 148 mg/dl and 188 mg/dl. While checking the memory of the meter it was found that the reading of 188 mg/dl was not automatically marked as control test, and so the reading will be displayed as blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.